Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 532 mg/dl at the time of incident. The customer stated that she treated her high blood glucose by giving bolus. The customer stated that the drive support cap appeared normal. The customer stated that there were no air bubbles and no leaks. The customer was advised customer to change entire set, reservoir and insulin. The customer stated that everything was accurate and wanted to rule out the insulin pump. The customer does not have the tubing clamp but wanted to perform high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.